Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed a lead safety switch for out of range impedances. The system was programmed to lv tip to lv ring. There were no adverse patient. The system remains in service.